Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported device met all release criteria.visual/microscopic inspection:as the device was not returned, an inspection could not be performed.functional/performance evaluation:as the device was not returned, an evaluation could not be performed.medical records review:as medical records were not provided, a review could not be performed.image/photo review:no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the device was not returned for evaluation. The definitive root cause for the reported issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event.labeling review: current instructions for use: warnings: care must be taken when positioning the device trocar tip near the chest wall or skin margin.complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection.directions for use: for handheld use: the ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. Using the enabled sample rinse feature: depress the ¿vac¿ button/footswitch and press the ¿rinse sample¿ button on the control unit to rinse and evacuate the fluid from the tissue collection chamber.

Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, after obtaining one tissue sample the device began calibrating while in the breast. The same driver and system were used with another probe to complete the procedure. No patient injury was reported.